Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of no delivery from the reservoir. The customer's blood glucose reading was 98 mg/dl. The customer stated that the cannula was damaged. The customer was unable to troubleshoot during time of call. The customer stated that the pump also alarmed no delivery when he filled the cannula. The customer does not want to return the reservoir for analysis.